Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having high blood glucose levels with the insulin pump. Customer stated that their blood glucose has gone as high as 436mg/dl since using the device. Customer's blood glucose at the time of the incident was 298mg/dl. Customer's current blood glucose level was not known since the line disconnected.